Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that since implant the patient had felt these burning sensations at the implant site. They said this sensation was intermittent and felt somewhat like a shocking sensation that would stay for a little bit that hurt. They said the burning sensation happened every once in a while, still. They said their implant moves around. They reported that symptom wise the implant did great for them for the first 4 months but the last 6 months the therapy hasn't worked at all for their symptoms and they were back to the way they were before getting the device. They denied any falls/trauma around the time they noticed a change in symptoms. They said they had tried all 7 programs. During the call therapy was on and patient said they were up to 3v. The patient knew the option to increase stimulation. Patient services reviewed info about additional programs a-d (patient did not have them) and redirected patient to doctor. They have an appointment in may and was going to ask to invite a manufacturing representative (rep) the into appointment.